Event description:
The pt experienced increased pain. A catheter fracture in the pump pocket was confirmed with a contrast study. The catheter was revised. The pt recovered without sequela. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
Catheter.